Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was dislodged. During extraction of the right ventricular (rv) lead, this lead was pulled back. This lead was subsequently explanted and replaced. No additional adverse patient effects were reported.